Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found.

Event description:
It was reported that the patient experienced a perforation, tamponade, and a pericardial effusion due to the right ventricular lead. The pericardial effusion was drained, and the lead was explanted and replaced with an epicardial lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.